Event description:
It was reported that while unpacking for a percutaneous coronary intervention (pci) procedure, foreign material was found. An encore 26 inflation device had been selected. While unpacking, a black hair was found in the device packaging of the inflation unit. The device did not come into contact with the pt. The procedure was completed with another of the same device. There was no pt complications reported with the pt's current condition listed as "ok".

Manufacturer narrative:
As no sample was returned for this complaint a product analysis was not possible. The mfg batch record review confirmed that the device met all material, assembly, and performance specs. The most probable root cause is mfg related. (B)(4).